Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) a y-type blood solution set with blood filter in which the spike separated from the tubing after spiking a blood bag for a blood infusion. According to the report, the spike remained in the bag while the tubing separated from the spike allowing the blood to spill. This condition occured during priming. According to the facility there was no patient involvement, injury, medical intervention, or adverse event associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.